Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient's mother recently had the transmitter replaced. Patient does have system memory reset log in the smart device. Asked patient's mother to be sure to restart the smart device every 2 days. Advised patient's mother to close application then restart the smart device and restart the dexcom application to correct the gaps. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/08/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.